Event description:
Six (6) sterilization integrators leaked, thereby spreading ink over the inside of the sterilization pouches and onto the instruments. Instruments were reprocessed. No cases were actually delayed due to these failures.each failed device came from one lot, number 201103jn. Failures occurred in two different sterilizers. Sterilization pouches were of different sizes and contained different types of instruments.manufacturer has been notified; we are awaiting rga (returned goods authorization) to return defective units, as well as replacement products. This is the latest in a series of similar incidents with this same product number. We have previously filed reports on this problem. However, we have not had problems in several months. We had thought that this problem had been solved; we are now contemplating conversion to another manufacturer.